Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported they had taken (2) two binaxnow covid-19 self test and its solution splashed accidently on one of the nasal swabs before putting it in her nose. The user reported that both test yeild a negative result. The user reported her nose was fine.